Event description:
It was reported that during a percutaneous coronary intervention procedure, the quantum maverick monorail balloon ruptured at 17 atm upon first inflation. The lesion was located n the left anterior descending (lad) artery. The procedure was successfully completed with this device. No patient injuries or complications were reported. Patient status is reported as "good."

Manufacturer narrative:
The returned product analysis is not complete as of this date. A supplemental report will be filed when the analysis is complete.